Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 201 mg/dl. Pump system check identified blockage to be within the cartridge. Reportedly, customer changed pump supplies to resolve the occlusion.